Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing tenderness and hypersensitivity over the ipg and midline incision sites. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 17200855, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing tenderness and hypersensitivity over the ipg and midline incision sites. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing tenderness and hypersensitivity over the ipg and midline incision sites. The patient will undergo an explant procedure.